Manufacturer narrative:
B3: event date is not known.  Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 3389-40 (lot: 0216858957); product type: 0200-lead; implant date 2019-01-01. Brand name activa; product ID 3389-28 (lot: 0216599688); product type: 0200-lead; implant date (B)(6) 2019. Brand name activa; product ID 3708660 (serial:(B)(6); product type: 0191-extension; implant date 2019-01-01; explant date brand name activa; product ID 3708660 (serial: (B)(6); product type: 0191-extension; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient (pt) has been living with parkinson's disease (pd) for more than 10 years and was implanted with bilateral stn dbs in 2019. Pt is well-controlled on levodopa/carbidopa 100/10mg qds and benzhexol 1.5mg three times daily (tds). Pt has a chronic infection of the left lead that is exposed for which they take levofloxacin 500mg daily. Pt also takes aspirin 75mg daily and has a bovine aortic valve replacement. Pt has recently suffered a generalized tonic clonic seizure and has since been started on levetiracetam in view of this. During this admission an MRI was requested to assess for enhancement suggestive for infection along the leads. The MRI was normal. Stimulation was turned off appropriately prior to scanning but healthcare provider (hcp) was unable to reconnect using the tablet programmer. They successfully managed to connect using the n vision programmer and the patient progr ammer. It is still not possible to connect using the white connector and tablet. Impedances were checked and okay prior the MRI scan, it was performed on the tablet. After the scan they couldn't interrogate with the tablet anymore and had to use 8840 clinician pro grammer. Interventions/actions that were taken to resolve the issue were unknown as it was unknown how to proceed because the therapy is working but adjustments are only possible with the 8840 clinician programmer. The issue was not resolved at the time of this re port. No surgical intervention occurred nor is any planned.

Event description:
Device information was provided.

Manufacturer narrative:
Continuation of d10: product ID 3389-40 lot# 0216858957. Implanted: (B)(6) 2019: product type lead product ID 3389-28 lot# 0216599688. Implanted: (B)(6) 2019: product type lead product ID 3708660. Serial# (B)(6). Implanted: (B)(6) 2019: product type extension product ID 3708660. Serial# (B)(6). Implanted: (B)(6) 2019: product type extension product ID 8880t2. Serial# unknown: product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.